Event description:
Customer stated during tomo acquisition camera came down and struck pt. This was caused by a defective radius potentiometer, which was replaced and tested. The reason the pt was struck was the pt pad was inoperable. General electric, the hosp's service provider, was advised of this during a preventive maintenance scheduled on 1/2/98, which was performed by smv america. The co rep advised them in writing on an "fsr" that having a nonfunctional safety pad was dangerous and should be corrected immediately. After this incident, the safety pad was replaced and is now functioning properly.